Event description:
It was reported that a PICC was placed on (B)(6) 2023 measuring at 42 cm with 1 cm visible no securement device was used. On (B)(6) 2023 the PICC was found to be leaking at the 6cm mark. PICC was removed, no new PICC was required. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.